Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call of unexplained high blood glucose of 300 to 600 mg/dl and would like to check the pump. Customer is currently hospitalized. Troubleshooting found that recent changes were made to the pump and the pump passed the high pressure test with a hemostat. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised to monitor the pump and follow up with their doctor.